Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that during routine follow up this right ventricular (rv) lead was found dislodged. Additional information from the field representative indicates that the lead dislodgement was identified as the lead exhibited loss of capture the day after implant. Subsequently, this lead was explanted and replaced. No additional adverse patient effects.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should pertinent information be provided. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that during routine follow up this right ventricular (rv) lead was found dislodged. Additional information from the field representative indicates that the lead dislodgement was identified as the lead exhibited loss of capture the day after implant. Subsequently, this lead was explanted and replaced. No additional adverse patient effects. The product was returned for analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should pertinent information be provided. Correction: h6 field: impact codes. Serious injury/ illness/impairment and hospitalization or prolonged hospitalization were included. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations of loss of capture, noise and dislodgement.

Event description:
It was reported that during routine follow up this right ventricular (rv) lead was found dislodged. Additional information from the field representative indicates that the lead dislodgement was identified as the lead exhibited loss of capture the day after implant. Also, reportedly, this lead exhibited noise. Subsequently, this lead was explanted and replaced. No additional adverse patient effects. The product was returned for analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should pertinent information be provided.

Event description:
It was reported that during routine follow up this right ventricular (rv) lead was found dislodged. Additional information from the field representative indicates that the lead dislodgement was identified as the lead exhibited loss of capture the day after implant. Also, reportedly, this lead exhibited noise. Subsequently, this lead was explanted and replaced. No additional adverse patient effects. The product was returned for analysis.